Event description:
Asr litigation record received. Litigation alleges metallosis, wear, detachment of the prosthesis, elevated metal ions resulting to pain, cruralgia with inguinal irradiation, walking difficulty and ipsilateral lameness of right hip. Plaintiff suffered iatrogenic damage from the mom implantation due to the damages patient is seeking compensation. Doi: (B)(6) 2008. Dor: (B)(6) 2017. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Health effect - clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.